Event description:
Discordant, falsely elevated calcium results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physicians(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked probe heights, alignments and calibrations, and all were within specifications. The cse cleaned the splash covers and took water samples for culture testing, which resulted negative. Additional water samples were collected and sent to a third party vendor for testing. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.